Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was indicated that the usb cable did not charge the pump. There was no impact to customer's blood glucose level. It was indicated that the customer could charge the pump with an alternate charger.